Manufacturer narrative:
This report is being filed to provide in investigation: a used optia exchange set continuing prime fluid was returned to terumo bctfor investigation. It was noted that prime fluid had circulated throughout the set. Visual inspectionrevealed blood in the inlet coil and inlet fluid pathway. Very little blood was found in the channel.the disposable set was visually evaluated for any mis-assembly, leak location, or defect that couldhave contributed to the reported incident with no anomalies observed. All pressure sensors wereinspected and determined to be functioning properly. It was also noted that there were no signsof clumping or clotting in the set. Hemostats and gravity were used to manipulate fluidthroughout the set and no fluid flow or line obstruction issues were noted.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide a review of the device history record (DHR) for this unit showed noirregularities during manufacturing that were relevant to this issue.the run data file (rdf) was analyzed for this event. Review of the run data file confirmed thesystem was still performing saline prime divert when the operator terminated the procedure.during prime divert the return saline line and the return line are closed at the start of the runto divert the prime saline (approximately 40 ml) line back to the waste bag as the patient¿sblood is pumped into the channel. The clamp on the return line is closed so that no fluid isbeing returned to the patient. There were no pressure alarms in the rdf to indicate thereturn line clamp was open when it should not have been. No fluid had been returned to thepatient.review of the run data file also confirmed there was no issue with priming the blood warmertubing. The operator did not select the blood warmer or the volume of the blood warmer forprime; however, the device still gave a blood warmer connection prompt, which indicates thatthis customer has the blood warmer and the volume of the blood warmer configured in theirdevice so they do not have to select it every time during setup.upon evaluation of the returned disposable set, blood warmer tubing was attached to thereturn line and returned with the set. Pockets of air were found in the blood warmer tubing.however, no air was found in the return coil to the 2-1 manifold. No leaks were found in the 2-1 manifold and the return line luer attached to the blood warmer tubing was tight with noleaks observed.corrected investigation: according to therapeutic apheresis: a physician's handbook,adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagalreactions such as nausea as experienced by the patient occur at a frequency of 0.5%. Airembolism is a very rare complication of aph¬eresis when large amounts (>3-8 ml/kg) of airenterthe venous system; it is characterized by dyspnea, tachypnea, cyanosis, tachycardia, andhypotension.root cause: a definitive root cause of the patient reaction could not be determined.possiblecauses include, but are not limited to:- patient sensitivity to the procedure- patient physiology and/or disease state- side effects of concurrent treatment(s)

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. A full auto test was successfully complete, the unit was primed and a simulated fluid run was completed per manufacturer instructions. Per the therapeutic apheresis: a physician's handbook, allergic reactions are usually associated with replacement procedures that include blood components but sensitivity to disposable tubing sterilized with ethylene oxide can also be associated with allergic reactions. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient with focal segmental glomerular sclerosis (fsgs) complained of nausea and chest pain 10 seconds into a therapeutic plasma exchange (tpe) procedure on a spectra optia device. It was reported that the apheresis tubing wasprimed to the end. Per the customer, the treatment was paused immediately, and the patient was disconnected from the device. The nurse double checked that the tubing was primed, andit was indeed primed to the end of the line. Per the customer the patient did not receive tpetreatment that day.the patient was reported as admitted to the in-patient unit, given oxygen therapy, bloodwork, chest x-ray and electrocardiogram (ECG). Per the customer the results were inconclusive and the patient went home the next day.t erumo bct is awaiting return of the disposable set for evaluation.